Event description:
A customer reported experiencing a tandem mobi cartridge alarm, and it was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump and instructed the customer on how to prepare and return the defective device, providing a pre-paid return box. Additionally, the customer was informed that they would need to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The customer was guided on transferring their settings and connecting their continuous glucose monitor to the replacement pump, which was successfully sent.